Manufacturer narrative:
Results of evaluation: conclusion; based upon the inquiry info received and the visual examination, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned empty and locked out. No testing could be performed as the instrument was returned empty. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.

Event description:
The device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the "clip was spitted." There was no consequence to the patient.